Event description:
It was reported after morphine was placed in the pump the patient had difficulty voiding when the patient came home on (B)(6) 2014, but did void earlier that day when he was still at the hospital. It was noted the patient stayed overnight in the hospital after the refill on (B)(6) 2014 when they switched the patient from prialt to morphine. The patient had also vomited several times. The patient had an appointment scheduled for (B)(6) 2014. The pump was being used to deliver morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).